Event description:
Event was reported to caldera medical by an attorney. The patient suffers bladder infections, incontinence, frequent urinary tract infections, bloody and malodorous vaginal discharge, unable to completely empty bladder, and pain. No further information has been provided.